Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted.

Event description:
Received info stating customer received an inaccurate fill estimate. Reportedly, customer was using cold insulin. Customer's blood glucose was not impacted.